Event description:
It was reported that this lead was capped and surgically abandoned without a specific reason provided in 2019. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).